Event description:
It was reported that the patient presented to the emergency room after experiencing pocket stimulation. The stimulation was determined to be the result of high output from the pulse generator operating in backup vvi mode. Upon interrogation, the device restored itself. Device reprogramming was performed and normal output resumed.

Manufacturer narrative:
(B)(4).